Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link system solution set was leaked. During a docetaxel (114mg) infusion, the patient observed fluid on the tubing. Upon further examination, a "very small hole" was noted in the tubing. There was no patient injury, or medical intervention associated with this event. No additional information is available.